Event description:
Patient had 2-level charite implanted 18-months ago. His friend, a real estate attorney contacted depuy spine reporting that the patient continues to have pain and disability. The patient has refused to provide any details about the index surgery. Information is limited, however, as this could result in the need for surgical intervention, depuy spine has decided to report this as an adverse outcome.

Manufacturer narrative:
The device is not available for evaluation and the lot numbers not known at this time. The event as reported at this time cannot be attributed to the device. Information is limited at this time and no conclusions can be made. Little information is known at this time. If additional information is reported, this complaint file shall be updated. Using two charite implants in one patient is an off label use. Charite is approved for use as a one level implant only. Surgeon implanted two discs. This goes against the information that is recommended in the instructions for use (IFU) supplied with each device.